Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the device was damaged by faults in the cleaning and lubrication process. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device motor power was too low, was not working, and the equipment had below normal power due to bearing and sealing ring damage. It was further determined that the device failed pretest for starting behavior at 2 bar and power with the test stand. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.